Manufacturer narrative:
(B)(4). Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, it had a white display and it could not be powered off. This reported behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer device and verified the reported issue. Physio-control provided the customer with a price quotation for the repair, however the customer refused and the device was returned without repair. Therefore, the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, it had a white display and it could not be powered off. This reported behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The repair of the customer's device, which had been initially declined, was later approved by the customer. Physio-control replaced the system and user interface pcb assemblies to resolve the reported issue and then completed other, unrelated, repairs. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, it had a white display and it could not be powered off. This reported behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. There was no patient use associated with the reported event.